Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a communication failure due to faulty video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center displayed no image. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.